Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2012, a (B)(6) y/o, male patient with a bmi of 35.6, underwent implantation of a insert tibia logic psc 4 11 mm. On (B)(6) 2019, approximately 74 months post implant, the patient underwent revision due to infection.

Manufacturer narrative:
(H3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Per IFU #700-096-004 - device specific risks - fracture, migration, loosening, subluxation, infection, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Sterile certificates are not available due to serial # was not reported. Infection is a clinically well-known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years.2